Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that they are unable to use soft keys. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. Although the reported problem could not be duplicated in lab, a single pin on data card connector j3 was found bent/damaged resulting in the device not recognizing the card when inserted. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
One processor pca was returned for failure analysis. Although the reported problem could not be duplicated in lab, a single pin on data card connector j3 was found bent/damaged resulting in the device not recognizing the card when inserted. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.